Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: product analysis: the device was returned and evaluated by product analysis on 08/18/2017 with the following findings: the complaint could not be duplicated during investigation. Review of the pump¿s history revealed no-cartridge-detected alarms. The pump successfully completed a prime sequence without issue or alarm. The force sensor calibration was found to be out of specification. Moisture was observed on the printed circuit board.